Manufacturer narrative:
(B)(4). Unit received with operating currents within specification and passed the selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. Unit also alarmed replace battery now alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Customer reported via phone call that insulin pump alarmed for replace battery now without low battery alert prior to replace battery now alarm. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but alarm recurred. Customer advised to replace the battery, use until replacement arrives and return insulin pump for analysis.